Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer-dependent patient presented in clinic with complaints of light headedness, noise was noted on the right ventricular lead. On (B)(6), the lead was capped and replaced successfully. The patient¿s condition throughout the procedure was stable.